Manufacturer narrative:
Please note that this device, endeavor resolute is not marketed in the united states; however, it is similar to the united states marketed product resolute integrity. This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions. Evaluation summary: the stent had moved distally on the balloon, and was not positioned on the balloon between the markerbands as per specifications. Deformation was visible to the 16th, 17th and 18th distal stent segments with struts bunched and overlapping. The mandrel would not load through the inner lumen most likely due to hardened blood and deformation of the distal tip. Slight deformation was evident to the distal tip. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endeavor resolute drug eluting stent was being used to treat a lesion in the mid lad. The lesion was moderately calcified with moderate tortuosity and 90% stenosis. There was no damage to the noted to the packaging and no issues removing the device from the hoop/tray. Negative prep was performed with no issues. The lesion was pre-dilated and the device did pass through a previously deployed stent. Resistance was encountered and excessive force was used. The device was removed from the patient. It was reported that the stent failed to cross the lesion during the procedure. The physician completed the procedure successfully with another endeavor resolute stent of the same model. There is no patient injury.